Event description:
The customer reported that during a routine check prior to initiating therapy on a pt, the unit failed to turn on when the power was toggled. Another unit was obtained and therapy was initiated.